Event description:
Reporter indicated a vns patient had high lead impedance readings at an office visit. The vns was disabled. The patient had no trauma and does not manipulate the vns. The patient's seizures are also increased, but all attempts to the reporter regarding the seizures have been unsuccessful to date. X-rays reviewed by the manufacturer did not identify any obvious lead discontinuities. Vns revision surgery is planned but a surgery date has not been set due to insurance issues.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected.